Manufacturer narrative:
H.6. Investigation: 3 open packages of 5ml batch #9015947 (p/n 309646). They were visually evaluated. One 5ml syringe was found to have a normal and expected amount of silicone per product specification. Two 5ml syringe were found to have a clearly excessive amount of silicone per specification. Potential root cause for the excessive silicone defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use had foreign matter on the syringe. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 309646 batch no.: 9015947. It was reported that there was excessive amounts of silicone found on the syringe. Customer has never seen this before and was a little concerned if this affected sterility of product. Two 5ml syringe were found to have a clearly excessive amount of silicone per specification.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use had foreign matter on the syringe. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 309646, batch no.: 9015947. It was reported that there was excessive amounts of silicone found on the syringe. Customer has never seen this before and was a little concerned if this affected sterility of product. Two 5ml syringe were found to have a clearly excessive amount of silicone per specification.